Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was leaking the following information was received by the initial reporter with the following: it was reported by customer that failed/leaking IV set that resulted in a potential loss of drug dose for the patient in addition to exposure of our nursing staff to hazardous medication.